Manufacturer narrative:
Two medtronic representatives confirmed the reported issue occurred prior to the patient being brought into the operating room (or), the surgeon opted to start and finish the procedure using a c-arm. There was no patient present when this issue was identified. No parts, or logs, have been received by manufacturer for analysis.

Event description:
A site physician reported that 30 minutes prior to the start of a spine procedure, after turning on the site's imaging system mobile view station (mvs), it unexpectedly re-booted. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that the mobile view station reboots after 4 minutes of turning the system on. After this reboot, the system works perfectly. The uninterruptible power supply is ok, as it was replaced recently. No parts have been received for evaluation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Issue has been resolved by reconfiguring the comport in the config file (it was set com1 instead of com2). The imaging system then passed the system checkout and was found to be fully functional.